Event description:
It was further reported that the patient was still having concerns but working with their physician or company representative. The patient had an appointment on (B)(6) 2014. If additional information is received, a follow up report wil be sent.

Event description:
It was reported that the patient¿s stimulator was read 2-3 weeks ago and the patient was told that he needed to schedule for a replacement. The patient was in the process of scheduling this. The depletion was stated to be normal. The patient stated his stimulator had not been charging up right for the past 2-3 months. Starting the day prior, the stimulator site had been getting warm when stimulation was off. It did not happen when the stimulator was off. The stimulator would feel warm for about 5 seconds (would feel like there was a heating pad on the stimulator site) and it would then go away. The patient had a follow up appointment coming up on 2014 (B)(6). Additional clarification on the reason for the replacement and outcome was requested, if received a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).